Manufacturer narrative:
According to the complainant, the suspect device was thrown out and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 21, 2019 that an epic biliary stent was to be used to treat a malignant stricture in the common bile duct due to cholangiocarcinoma (cca) during an endoscopic retrograde cholangiopancreatography with stent placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the delivery catheter kinked between the elevator and papilla, which caused difficulty in placing the stent. Reportedly, the stent was partially deployed and could not finish the deployment. The stent was pulled back through the scope but, the stent got caught in the scope, and was prematurely deployed inside the scope. The stent and the scope were removed and a wallflex biliary uncovered stent was placed to complete the procedure. There were no patient complications reported as a result of this event.